Manufacturer narrative:
The device was returned and the evaluation found a blocked air channel, and the water flow was not to specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a blocked air/water channel. There were no reports of patient involvement.